Event description:
It was reported that three duets stents were implanted, two in the left anterior descending and one the right coronary artery. The pt went home after the procedure. Four days later the pt returned with reported sub acute thrombosis occlusion and eventually expired. No other info was reported. Attempts to obtain additional info were unsuccessful.